Event description:
It was reported that during a lap roux-n-y bariatric bypass, the surgeon noted that the cutting with the lcsc5 was very slow even when the setting was turned up to level-5. He said instead of the normal 7-8 beeps, there was over 25 beeps before cutting was achieved. No pt consequence was reported.